Event description:
It was reported that a malfunction alarm occurred, specifically malfunction 12-0x2071, which required the pump to be replaced. There was no reported impact on the customer¿s blood glucose level, and the customer declined to provide their blood glucose level at the time of the event. The customer was informed of the need for a pump replacement, received instructions for the return and transport of the malfunctioning pump, and a replacement pump was provided. The customer did not share what backup therapy would be used to ensure insulin delivery was not interrupted.